Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "implant was damaged. The implant is cracked. And its contents are leaking". Healthcare professional, later reported, right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side "implant was damaged. The implant is cracked and its contents are leaking." Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: no observed. Additional observations: brown particles observed on the device. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings assessed as fold flaw opening. Additional observations: observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported "... Implant was damaged. The implant is cracked and its contents are leaking." Healthcare professional later reported right side rupture. The device has been explanted.

Manufacturer narrative:
Continued h.6. [Health effect - impact code]: f15.